Event description:
Same patient as 6000093-2007-01821. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 90% stenosed lesion was located in the calcified and tortuous proximal right coronary artery (rca). The quantum maverick 20mm x 3.0mm balloon was being used for pre-dilatation of the lesion. Upon the initial inflation of the balloon to 15 atms for 30 seconds, a vessel dissection occurred at the lesion. A taxus 28mm x 3.0mm stent, inflated to 18atms for 30 seconds on the first inflation, was successfully placed to seal the dissection. The procedure was completed with a different device. The patient's status is reported as "recovering". Nine days post procedure ivus confirmed a thrombosis on the distal side of the previously placed taxus stent in the proximal rca. The physician attempted to aspirate the thrombus, but wasn't successful. A 3.5x20mm quantum maverick balloon was then used at 20 atms for 20 seconds. A 3.5x23mm non bsc stent was then implanted, overlapping the previously placed taxus stent. A quantum maverick 3.5x20mm balloon was then used for post dilatation. Ivus confirmed the stents were fully dilated. Medications used during the procedure include; sigma, nor-adrenalin, sosegon and nitrol. The patient was on ticlopidine and aspirin at the time of this event. The patient was released from the hospital six days post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.